Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. The device returned has the distal end damaged. Visual an tactile inspection performed noted that the spring tip was detached. The spring tip was not measured as the spring tip was not returned. All the outer diameter measurements taken with digital micrometer are within the specifications. The device was sent for external analysis (mtac lab) to determine the fracture failure mode which noted evidence of torsion overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire tip was detached. A 99% stenosed target lesion was located in a moderately tortuous and moderately calcified distal of the left circumflex artery. A 330cm rotawire¿ and wireclip¿ torquer was selected for a percutaneous coronary intervention. During procedure, the physician manipulated the rotawire at the calcified part of the lesion located at the proximal side. However it was noted that the tip of the device was detached. Snaring was done to remove the detached tip. There were no patient complications reported and that patient's condition was good.

Event description:
It was reported that a guide wire tip was detached. A (B)(6) stenosed target lesion was located in a moderately tortuous and moderately calcified distal of the left circumflex artery. A 330cm rotawire¿ and wireclip¿ torquer was selected for a percutaneous coronary intervention. During procedure, the physician manipulated the rotawire at the calcified part of the lesion located at the proximal side. However it was noted that the tip of the device was detached. Snaring was done to remove the detached tip. There were no patient complications reported and that patient's condition was good.